Event description:
The nurse of a (B)(6) male pt called zoll customer support to report that the wires that come out of the bottom of the vibration box were coming out and the device was asking them to add gel. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: belt sn (B)(4) has not yet been returned for eval. The reported problem (damaged cable or wires exposed) has not been able to be confirmed. A supplemental report will be submitted upon receipt of the electrode belt and completion of the device eval. No adverse event resulted as a result of the reportedly defective electrode belt. The pt was issued a replacement electrode belt.